Event description:
A volume discrepancy was reported. The expected residual volume was 3.5m and the actual residual volume was 35ml. The pump logs were check and no motor stall was seen; the programming was verified to be correct. An x-ray was done and it looked like there was a kink in the catheter, but after a c-arm, it was inconclusive. The patient was not experiencing a therapy or medical problem. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.